Event description:
The customer reported via phone call that they took support of emergency medical services due to low blood glucose on (B)(6) 2022 with blood glucose of 65 mg/dl. The customer's current blood glucose is 300 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.